Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making a loud noise periodically in stand by mode. As a result an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) was unable to hear or verify the loud noise but was able to verify from the perfusionist (ccp) video that was sent. The customer stated that when they moved the unit out of the operating room (or) to the pump room and plugged it in, the unit was not making noise. After an hour of being powered on in stand by mode, the noise was heard again. The fsr verified it was valve 5 making the noise. The fsr removed solenoid valve 5 and installed a new solenoid valve. The fsr performed functional check, release test and preventive maintenance (pm). The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.